Event description:
Pt implanted in 1999 in bilateral nasolabial folds. Onset of infection and cyst 6/2/1999. Pt treated with duricef 5/1999, zithromax and warm compresses 6/2/1999. Site excised and pt treated with polysporin on 7/2/1999. Pt treated with ciloxan 7/28/1999.